Event description:
It is reported that a customer called in complaining that the adhesive tape connecting the pump does not work. Customer also asked questions on low suspend alerts. The customer's blood glucose level was not recorded. The customer was assisted with the issues. The insulin pump works as designed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.